Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump had lost power. It was reported that there was moisture in the battery compartment. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the pump black box revealed no power issues. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. There was corrosion observed in the battery compartment. The battery compartment was observed to be cracked along the side of the pump. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4).